Manufacturer narrative:
On 1/8/18 - we received the completed analysis. The ICD and fragments of the leads under complaint were returned and thoroughly analyzed. First, the memory content of the ICD was inspected. During analysis of the available iegms noise was observed in the ventricular as well as the atrial channel of episode 33, confirming the clinical observation. As a result, two charging cycles were performed by the device, that finally resulted in one shock delivery. A thorough analysis of the ICD functions was performed and proved the ICD to be fully functional. There was no indication of a device malfunction. At a next step, the returned fragmented leads were extensively analysed. Both leads were visually inspected revealing an insulation damage of the setrox between 5 cm and 2 cm proximal to the lead tip and an insulation damage of the linox between 10 cm and 9 cm proximal to the lead tip. In the damage area of the linox the conductor cable to the ring electrode was exposed as reported in the complaint text. The coating of the conductor cable was damaged. The observed insulation damages can be considered as the root cause of the reported noise.based on the characteristics of the damages, it is reasonable to assume that the leads had been subject to severe mechanical stress due to constant friction against each other.further analysis of the linox demonstrated severe extraction damages such as a torn up insulation body between 30 cm and 26 cm proximal to the lead tip. The manufacturing process for the leads and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The ICD and the fragmented leads under complaint were returned for analysis. As of today the analysis of the ICD has not been finished. Therefore this report only refers to the analysis of the fragmented leads as well as on the analysis of the device data of the ICD. As soon as the investigation of the ICD is completed, this report will be updated. The memory content of the ICD was inspected. During analysis of the available iegms noise was observed in the ventricular as well as the atrial channel of episode 33, confirming the clinical observation. As a result, two charging cycles were performed by the device that finally resulted in one shock delivery. The returned fragmented leads were extensively analysed. Both leads were visually inspected revealing an insulation damage of the setrox between 5 cm and 2 cm proximal to the lead tip and an insulation damage of the linox between 10 cm and 9 cm proximal to the lead tip. In the damage area of the linox the conductor cable to the ring electrode was exposed as reported in the complaint text. The coating of the conductor cable was damaged. The observed insulation damages can be considered as the root cause of the reported noise. Based on the characteristics of the damages, it is reasonable to assume that the leads had been subject to severe mechanical stress due to constant friction against each other. Further analysis of the linox demonstrated severe extraction damages such as a torn up insulation body between 30 cm and 26 cm proximal to the lead tip. The manufacturing process for the leads and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly, the final acceptance test of the ICD proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation of approximately 111 months, it was reported that the patient was admitted to the hospital due to oversensing with shocks. The ventricular and atrial lead and the device were explanted and sent for analysis.